Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial sensed beats falling directly over the ventricular sensed beats indicating dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.